Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient (age & gender unknown) the device's screen blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an unseated flex cable. Analysis for reports of this type has not identified an increase in trend.